Manufacturer narrative:
No device was returned for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined. A review of the sterilization certificate indicated that the load this device was on passed all requirements of sterilization. There were no non-conformances during the sterilization process. Sterilization of medcomp product is performed according to iso standard 11135 "medical devices- validation and routine control of ethylene oxide sterilization". Infections are the most common complication after implantation of a venous port system. Infections of port venous systems include pocket and/or tunnel cellulitis or the more common catheter-related blood stream infections. The product instructions for use contain the following potential complication- catheter or port related sepsis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a portacath inserted on the (B)(6) 2021 under sterile conditions in interventional radiology. It was accessed for treatment on the (B)(6) 2021 and a gripper needle was attached to do this. This was done as an aseptic technique. The IV medications were administered using antt. This was done as a day case in the (B)(6). She presented to ed on (B)(6) 2021 feeling unwell and with a temperature. Blood cultures were taken from the device which grew staphylococcal aureus. The device was removed on (B)(6) 2021 and this specimen also grew staph aureus in the laboratory sample. Further analysis is in progress. The patient's condition improved.